Event description:
Patient ID: (B)(6). This is filed for atrial septal defect requiring intervention. It was reported that this was a mitraclip procedure, performed to treat functional mitral regurgitation (mr) of grade 3+. One clip was implanted and the mr was reduced to grade 1+. After removal of the steerable guide catheter (sgc), an atrial septal defect (asd) was noted. An asd occluder was required to treat the asd. The adverse patient effect resolved on 01/25/2022. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported patient effect of perforation is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Based on the information reviewed, a cause for the reported perforation cannot be determined. The unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.